Manufacturer narrative:
7/17/1998- supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during a colectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.